Event description:
Consumer reported that product was difficult to remove; upon removal it was painful, and caused bruising. (B) (4).

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot # was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.